Manufacturer narrative:
Upon disassembly for visual inspection, the driveshaft assembly was corroded and the coupler was worn.

Event description:
While testing the core impaction drill at the manufacturer, it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.